Event description:
It was reported that this left ventricular (lv) lead exhibited low out to range pacing impedance measurements. The patient has a history of phrenic nerve stimulation, though none was observed during this event. The stimulation described by the patient was noted as occurring in the back and wrapping around. The right ventricular (rv) and lv pacing was turned off, yet the patient still reported the stimulation. Noise was reproduced with isometric tests. Technical services (ts) suspected possible insulation damage, but this was not conclusive. The representative created stimulation to differentiate the sensation, and the patient confirmed it was distinct from the initial sensation, therefore it was suspected that could be related to premature ventricular contraction (pvc)s. The clinical representative will discuss the findings with the physician. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).